Manufacturer narrative:
(B)(4). Possible batch # r92548, r92455, r9249x. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appears to be a malformed clip can be observed, in the second picture, the distal end of the device can be observed it appears like a clip is loaded into the jaws, however, no evident anomalies can be observed. No conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, across unknown tissue, the doctor attempted to clip the tissue and the clips scissored, two times. The clips were removed and a second like clip applier was used to complete the procedure. There were no patient consequences reported.